Event description:
The rep reported that they could only infer that the event was just surges of intensity caused by the peripheral neck placement. There were high impedances, but they couldn't duplicate the sensation using the compromised contacts. The rep programmed around the compromised contacts and advised the patient to keep the intensity at an amplitude in which the spikes in sensation were tolerable. The issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID 977c290 serial# (B)(6) implanted: (B)(6) 2017 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977c290, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient had been experiencing what he described as a shocking sensation. Upon further questions, the rep felt he was describing postural surges where the paresthesia sensation gets stronger in certain positions of neck movements. The rep found that all of his contacts were greater than 10,000 ohms except #10 was over 9,900 ohms and 6, 8 and 11 were in normal range. The lead was subcutaneous neck placement. There was a lot of movement in this area which matched up with the potential for a lot of surges in paresthesia as well as potential lead compromise. The rep tried existing programs that were on his stimulation and the high impedances required very high amplitudes with little to no paresthesia effect. The rep was able to program contacts 6 and 8 only and got him some decent coverage.